Event description:
It was reported that a health care professional (hcp) contacted (B)(6) as they were having difficulties with a medical plan for this patient with arrhythmogenic right ventricular cardiomyopathy (arvc) and ventricular tachycardia (vt). It was discussed that this patient had received four bursts of inappropriate anti-tachycardia pacing (atp) therapy and one inappropriate shock for non-sustained ventricular tachycardia (nsvt). This right atrial (ra) lead exhibited oversensing of noisy signals, and the hcp asked technical services (ts) if this observation is related to the reported inappropriate therapy. At this time, no further information is available. This lead remains in service and no adverse patient effects have been reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).